Event description:
Complainant alleged that medics were attending to a pt (age and gender unk) in cardiac arrest and, upon the first defibrillation, observed arcing under the electrode (part number and lot number of the electrodes unk) being used with the device to defibrillate the pt. The medics removed that set of pads and attached a fresh set of pads to the pt and continued to treat the pt, delivering an additional 3 shocks (4 shocks to total). Numerous attempts were made to obtain additional event and pt info. All attempts were unsuccessful. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.